Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 482 mg/dl. The customer's blood glucose level was 486 mg/dl at the time of call. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the intravenous injection and insulin drip. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.